Event description:
As reported, a deep vein thrombosis (dvt) occurred after use of a 6f¿12f mynx control venous vascular closure device (vcd). Hemostasis was achieved with 3 minutes of manual compression, and the patient remained on bed rest for 2 hours. Only one mynx control venous vcd was used during an electrophysiology study without ablation. The user was mynx certified. A non-cordis 11f sheath introducer was used. Femoral vessel suitability and an insertion angle of 30¿45 degrees were verified by venography. The vessel diameter was verified to be at least 5 mm. There was no vessel tortuosity, peripheral vascular disease, or calcium near the puncture site. No damage was found on the device or packaging before opening. The device was stored and prepared in accordance with the instructions for use (IFU). The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.